Manufacturer narrative:
The locking ring appeared to be oversized. It spun out and moved after insertion. Visual and dimensional evaluation of the returned ring could not identify any product problem. It should be noted, the liner was not returned for examination. A search of the complaints databases identified no other reports against the product/lot code combination. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Additionally, research using the as400 system indicates that other pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information made available. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). (B)(6) 2020. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The locking ring appeared to be oversized. It spun out and moved after insertion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.